Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was difficult to release from the catheter. After the clip was released, the clip fell off the mucosa. The clip was left to pass naturally. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as fine.

Manufacturer narrative:
It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.